Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent generator explant due to an infection at the chest pocket site. It was noted that the device worked as intended for the patient. Design history records were reviewed for the generator. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.